Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ml2635, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. The needle pull off the suture when suturing uterus. Changed another one to complete the procedure. There was no adverse patient consequence reported. No additional information could be provided.